Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge shroud was broken. Customer's blood glucose level was 287 mg/dl. Reportedly, a new cartridge was successfully loaded to address the issue and insulin delivery was resumed.